Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Provider states joystick will not turn on. Joystick was turning on intermittently before it quit. MDR filed.